Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician experienced resistance while retracting the coil through the px slim. The coil unintentionally detached within the pxslim and both devices were removed from the patient. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2014-00918. Device was disposed of by the hospital.